Event description:
It was reported that imaging demonstrated that an ivc filter implanted two months previously, had migrated caudally to the level of the iliac bifurcation, with one filter leg extending into the iliac vein. The pt was asymptomatic and this was an incidental finding. An attempt to retrieve the filter has not been performed. No report of pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.